Event description:
The complainant has reported that a patient underwent a procedure in 2006. It was reported that while in the common bile duct "this device was detached about 1 meter from the proximal end". There was no resistance during the procedure. Additional, it was reported that "the core wire was broken. No fragment of this device was detached into the body". The procedure was completed with the same device. There was no reported complications or ill affect sustained by the patient.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.